Manufacturer narrative:
Upon further investigation, the following has been reported that the equipment was not found. The customer had no record of this malfunction. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the screen is unresponsive and cannot be calibrated. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information is pending for this complaint.